Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the c2602 excel 36khz straight handpiece was not working properly during an unspecified procedure. Date of the incident was not provided. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record cannot be performed as the required information was not reported. Therefore, an investigation for cause was unable to be performed. Complaint is not confirmed.